Manufacturer narrative:
Follow-up #1: date of submission 03/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed no evidence of short battery life. A low battery warning was observed on a single occasion related to normal battery use and wear. The ez-prime steps were performed correctly and all electrical current draws were measured to be within specifications. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the cgm (continuous glucose monitoring) module. Unrelated to the original complaint, the battery compartment was cracked; however, the electrical connection was maintained without any issues with the use of a test battery cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.